Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that stable angina pectoris occurred requiring medical intervention. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the first diagonal artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 16 mm synergy stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending to middle lad with 90% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 20 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Six days later, the subject was discharged from the hospital. The event was considered to be recovering/resolving.